Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with the customer's insulin pump. The wife states the customer's blood glucose levels were high and they were not sure if the pump was giving insulin. The customer's blood glucose level was 189mg/dl. The customer's levels had been as high as 250mg/dl. The customer was advised on how to find basal rates. The customer declined to troubleshoot for the highs.